Event description:
It was reported that the pt requested to have his device explanted because he did not want the device anymore. The pt indicated that it "limited his arm movement." Requests for further info from the treating physician were denied. Good faith attempts to obtain additional info have been unsuccessful to date. The device has been returned to the MFR for analysis, but it has yet to be performed. It is unclear at this time what the relationship of the pt's event is to that of the device.